Manufacturer narrative:
During an internal review on (B)(6)2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as (B)(4). The correct address is (B)(4). Therefore, ¿ manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Investigation summary ==> it was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and it was described that there was a white crystal substance on the catheter. After the brockenbrough transseptal puncture, and when the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was being inserted into the patient¿s body, it was observed that there was resistance at the entrance of the sheath, and a white crystal was attached. Upon receipt, the catheter was visually inspected, and no damage was found. No foreign material was found. Carto, transducer and coil disconnection tests were performed, and catheter passed all specification. The device is working properly. Complaint was not confirmed. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was received on(B)(6)2019 , h4. Device manufacture date has been populated. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update manufactured date. (B)(6). Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and it was described that there was a white crystal substance on the catheter. After the brockenbrough transseptal puncture, and when the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was being inserted into the patient¿s body, it was observed that there was resistance at the entrance of the sheath, and a white crystal was attached. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. The issue of foreign material on usable length of catheter was assessed as a reportable event.